Event description:
Event description guidant received information that during an implantable cardioverter defibrillator (ICD) elective replacement, the endotak dsp lead was also removed due to oversensing caused by a lead fracture. The system was replaced with another guidant system without issue.